Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) was dispatched and reported that the iabp displayed "helium gas leak". The fse tested the iabp, performed all leak tests, and passed to factory specifications. The fse then tested the iabp with a test balloon and could not duplicate customer failure. The iabp passed all functional and safety tests per factory specifications, was returned to the customer, and cleared for clinical use. There were no parts replaced.

Event description:
The customer reported that while in use on a patient, the intra-aortic balloon pump (iabp) had a helium leak. The iabp was swapped out with another iabp. There was no patient adverse event reported.